Event description:
It was reported that the lead was oversensing. The patient was shocked seven times as a result. The device sensitivity was reprogrammed. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed interference/noise. Ventricular short interval count (v-sic) accumulated 7 counts on (B)(6) 2010 in a timeframe of approximately 70 minutes.